Event description:
Customer reported a failure code 703. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have info whether incident occurred during pt infusion. Although baxter requested, no additional info was provided regarding pt demographics, medication involved, or device programming. No additional contact info was provided.